Manufacturer narrative:
Device remains implanted.

Event description:
An ovation prime abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. Following successful deployment of the aortic body stent graft, the contralateral leg of the graft was reported to be compressed and/or incompletely open in the presence of significant infrarenal angulation, resulting in subsequent cannulation difficulties. The patient was converted to an aorto-uni iliac (aui), and the case was completed without additional patient sequelae. As of the date of this report, there have been no additional patient sequelae reported.